Event description:
It was reported that on literature review "midterm results of the birmingham hip resurfacing: a single-surgeon series", 11 patients had elevated metal ion levels (more than 7 mcg/l) after a bhr hip resurfacing procedure. It was not reported how the adverse event was treated. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Lass, r., bechler, u., springer, b., rueckl, k., hanreich, c., & boettner, f. (2022). Midterm results of the birmingham hip resurfacing: a single-surgeon series. Archives of orthopaedic and trauma surgery, 1-8. Doi: 10.1007/s00402-021-04305-0.

Manufacturer narrative:
H3, h6: it was reported that on literature review "midterm results of the birmingham hip resurfacing: a single-surgeon series", 11 patients had elevated metal ion levels (more than 7 mcg/l) after a bhr hip resurfacing procedure. It was not reported how the adverse event was treated and the outcome of the patients is unknown. No further information is available and the devices, used in treatment, were not returned for analysis. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. A risk management review was performed for the acetabular cup and femoral head. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should clinical documentation become available in the future, a thorough medical assessment may be rendered at that time. Without return of the actual devices or further information we cannot further investigate the details supplied in this complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation, as there were no manufacturing, design or labelling deficiencies identified which would have contributed to the complaint.